Manufacturer narrative:
Visual inspection found missing piece of haptic. (B)(4).

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
(B)(4).

Event description:
The reporter stated a 13.2mm micl13.2 implantable collamer lens, -7.0 diopter, tore while being loaded and there was no patient contact. The backup lens was implanted with no problem. The reporter stated the cause of the event was unknown.

Manufacturer narrative:
Device evaluation: product evaluation found lens returned in liquid in lens case/vial. Visual inspection found no visible damage to lens. A lens work order search was performed. No similar complaints were found. (B)(4).